Event description:
It was reported that the gastrointestinal had an issue where the clip fell off into the patient during a therapeutic esophagogastroduodenoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was confirmed. The likely cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.